Event description:
It was reported that the right ventricular lead had increased defib impedance. The lead was removed and replaced, and it sustained damage during the explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and several conductors were fractured. It was noted that the lead appears to have been implanted with a bend in it at the fracture site. The right ventricular cable, the proximal cable and the distal coil all have been fractured. It was noted that there was an exposed defibrillator coil with a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had increased defibrillation impedance. The lead was removed and replaced, and it sustained damage during the explant. No patient complications have been reported as a result of this event.